Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer had issue with 0-degree endoscope. The customer noted that the camera was not rotating as expected, so the customer removed and re-installed it, resulting in an upside-down image orientation. Intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to remove the endoscope from the arm, align the hashmark with the 0-degree on the camera, press the camera arm clutch button to clear the memory, and then re-install the endoscope onto the arm. After following these steps, the customer confirmed the image orientation was correct and proceeded with the case. The procedure was completed with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The customer removed the endoscope from the arm, aligned the hashmark with the 0-degree on the camera, pressed the camera arm clutch button to clear the memory, and then re-installed the endoscope onto the arm. This resolved the issue. The probable root cause is attributed to improper customer setup. Based on technical support engineer (tse) notes, the system issue was due to a wrong endoscope orientation in reference to the selected system configuration.